Event description:
Review of the article "predicting bleb revision after xen gel stent surgery in a real-world open-angle glaucoma cohort" from the journal graefe's archive for clinical and experimental ophthalmology noted the following events "417 eyes required needling procedure and 137 eyes required incisional bleb revision."

Manufacturer narrative:
Article citation: wenzel cj, pagonidou c, wenzel da, druchkiv v, nasyrov e, voykov b. Predicting bleb revision after xen gel stent surgery in a real-world open-angle glaucoma cohort. Graefes arch clin exp ophthalmol. Published online april 25, 2026. Doi:10.1007/s00417-026-07255-8. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.